Event description:
It was reported that after a percutaneous peripheral revascularization, arteriotomy closure of the common femoral artery was attempted using a perclose proglide device. Reportedly, a needle-to-cuff miss occurred. When the needle plunger was removed, no suture was attached to the needles. The device was removed and a second proglide device was attempted with the same results. The device was removed and a non-abbott device was used to achieve hemostasis. There were no reported adverse patient sequelae. The physician was reported to be trained use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other proglide device is being filed under a separate manufacturer report number.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device revealed that it was partially deployed with blood present in the device. The suture with the posterior needle remained loaded in the device. There was detected evidence of the posterior needle and posterior cuff engaging and there were no needle strike marks detected to indicate that the posterior needle was deflected outside of the posterior foot pocket during needle plunger deployment. The condition of the returned device is consistent with the reported needle-to-cuff miss experienced during use. The needle plunger with the anterior needle was not returned. Possible contributing factors for needle deflection that resulted in the posterior needle-to-cuff miss included, but not limited to, manufacturing deficiencies, challenging anatomical conditions, and deployment techniques. The deployment technique of the operator, such as, a failure to position and maintain the device at a 45-degree angle throughout deployment, rotating the device at any point during needle plunger deployment, aggressively deploying or removing the needle plunger and/or inadequate positioning of the foot against the arterial wall may cause a needle-to-cuff miss. However, no information was provided regarding the deployment technique of the operator. The operator was reported to be trained in the use of the proglide device. During testing, a proxy needle plunger was inserted resulting in acceptable needle trajectory, needle depth, and push mandrel travel. Additionally, during manufacturing, the needle trajectory of every device is verified twice. Patient anatomy may contribute to a needle-to-cuff miss. It was reported that a femoral angiogram performed prior to arteriotomy closure did not reveal any presence of calcified plaque or tortuosity at the access site. Additionally, there was no scarring noted at the groin/access site. Based on the reported information and the inspection criteria, the needle-to-cuff miss appears to be related to the operational influences in which the device was deployed. A search of the lot history record for the reported lot was performed and revealed no nonconforming material record associated with this lot, indicating all lot release testing met specification. To assure that all products perform according to specifications they are subject to an inspection during manufacturing and at final inspection the devices undergo a variety of cuff, suture, and needle-related inspections, including, but not limited to, needle alignment, suture forming, link forming, cuff tab bending, and foot deployment inspections. In addition, a sample of devices from each lot must be successfully functionally deployed. A quality control audit inspection is performed to verify product quality. There does not appear to be any indication of a lot specific product quality deficiency.